Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3487a-45, lot# v653791, implanted: (B)(6) 2011, product type: lead. Product ID 3986a, lot# n294237, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had uncomfortable stimulation from their implantable neurostimulator (ins) following a medical procedure that used electrons. The issue occurred daily and was not related to positional movement or to any falls/trauma. The test was done to try to help the patient's muscles and was described as some type of "frequency external neurostimulator" to the upper back, neck, and shoulder. The patient had one treatment in which they turned the stimulation off and then had a second procedure with "e-stim" one and half weeks ago where they forgot to turn the ins off during the procedure. Since the procedure the patient had felt painful stimulation where they normally got the stim which helped their headache pain and the therapy had become ineffective. Using the programmer the ins was confirmed to be on. The patient decreased the stimulation to 1.2 volts but now it was not strong enough to help with their pain. The device was programmed with electrodes 10 to 14 + - - - + and typically used an amplitude in the 0.3 to 0.4 volts range. The ins battery was on the left and the physician notified the reporter that the occipital lead was connected but the epidural lead was not. A program was created with an electrode pair 10+ 11-at 0.35 volts but the patient felt painful stimulation in the arm where they normally felt the stimulation in the occipital area. Another program was created with electrodes 14+ 15- at 0.25 volts where the patient felt the painful stimulation in the back of the left shoulder. Finally, a program was created with electrodes 8-9 at 0.35 volts where the patient felt a tightening in the base of the neck. At 0.3 volts the patient felt the stimulation at the base of the skull which was not painful. The therapy was going to be left at this current setting for now and the information was going to be reviewed with the patient's physician. It was also noted that they were considering doing an x-ray. Follow up information from the patient confirmed that the issue was investigated and that their ins was readjusted. The indications for use of the implanted device were noted as spinal pain, pancreatitis, and other non-malignant pain. If additional information is received, a follow-up report will be sent.